Event description:
It was reported that during a lap sigma procedure, after purse string head "disappeared" in the colon, it could be removed. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.